Event description:
The pt received her scs system including an ipg on (B)(6) 2008. It was reported that the pt could not communicate with her ipg with either a programmer or charger. It was reported on (B)(6) 2009 that an x-ray showed the ipg was flipped. The physician surgically repositioned the ipg. It was reported on (B)(6) 2009 that the pt still had difficulty with charging the ipg. The ipg was explanted and replaced on (B)(6) 2009. The explanted ipg was not returned to ans for evaluation. No further info is available. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.